Event description:
A malfunction alarm was reported by the customer, identified by a code that was resettable. There was no adverse impact to the customer's blood glucose level. The customer contacted support and was assisted with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to reach out again if any issues reappeared.